Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: total occlusion of the left common iliac artery. The event is most likely user-related due to the off-label diameter of the left iliac artery at 25.4mm, and the cautionary user type of implanting afx in pre-existing non-endologix stent into the left common iliac artery; the IFU states common iliac artery should measure between 10mm to 23mm in diameter. Procedure-related harms and the final patient status could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: patient code - remove 1924. Device codes - remove 1065, 2017. Method code - remove 3233. Conclusion code - remove 11.

Event description:
Additional information received confirming that the implanting physician is now retired and there is no record of additional follow-up or a secondary procedure. No additional information available.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was implanted with a afx2 bifurcated and an infrarenal cuff to treat an aneurysm. It was noted that the patient had a previously implanted stent in the left common iliac artery, and the afx main body left limb landed inside the stent previously implanted in the left common iliac. The routine six (6) month follow-up CT showed a complete occlusion of the left common iliac. As of the date of this report there have been no additional patient sequelae reported. The patient status as unknown and no additional information was provided.